Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the boxed device was evaluated. The shipping box was intact. A memory dump was performed, which revealed the battery voltage to be good at 9.088 volts. A review of the device counters found the charge counter had not incremented as expected. Based on data reported from the field, this counter should have incremented. The device was interrogated with a programmer and the device software was updated. Automatic set-up was run, then the session was ended. A new memory dump was performed and the charge counter did increment properly. The device was interrogated again, and no error messages were displayed. Laboratory analysis confirmed the reported field observation, but the device performed normally during detailed analysis. The cause of this anomaly was not able to be determined.

Event description:
Boston scientific received information that during pre-implant testing, this device produced a red warning screen stating do not implant device, internal battery check failed. The device was not used and will be returned for laboratory analysis.